Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the handpiece oscillated uncommanded when the reverse trigger was pulled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.